Event description:
While running startup, a customer reported the blood sampling valve (bsv) on the lh500 instrument was leaking clear fluid at tubing #13. The volume of the leak was reported as about 1 cc and the leak was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated.

Manufacturer narrative:
A field service engineer was dispatched. The fse found the leak was caused by tubing disconnected from the bottom of the rbc bath (sweepflow line tubing). The fse reconnected the tubing to the bottom of the rbc bath resolving the leak reported. Upon recur, the failure mode for the disconnected tubing could potentially cause erroneous results for rbc and plt. The manufacturer reference number for this event is (B)(4).